Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The reason for call was patient said the therapy worked for a few months and now is incontinent all the time. Every night they are incontinent and trying to get to the bathroom they are incontinent. The patient has to change at least 6 times a day. Their husband can feel the stimulation in their left buttock. The patient's big toe twitches on left side and that is the knee they are having surgery on. In the beginning they were able to make a two hour road trip without having to go to the bathroom. Before having the device it was 3-4 trips to the bathroom on a two hour trip. Patient can't make it 40 feet without having an accident. They get a feeling and try to get up and don't make it. They have no control over trying to hold it. When asked when the problem started, they said probably the fall. Patient said they have tried different programs and increased the stimulation and it doesn't seem to be doing what it did initially. Walked caller through switching to a different program. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. When asked about the cause of the stimulation not doing what it used to do, they reported the cause was not determined. When asked what steps were taken to resolve the issue, they reported "we changed the device to a different program and have been increasing the intensity". When asked if the issue had been resolved, they wrote "better". The fall's effect on the implant was unknown. In regards to the effect of the fall, they wrote "I was wetting my pants more often or not making it in time to restroom".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.